Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d4, g4, g7, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the flat cables on the front panel and the front panel were corroded because the user used or stored them in a humid environment. This likely caused the communication between the printed circuit board and the front panel to become unstable and the lights blinked. Since the lights around the power switch are not controlled from the front panel, it is likely they were not affected by the corrosion. The following information is provided in the instruction manual regarding the use of a humidifier in the vicinity of the device: "do not use a humidifier near the video system center as condensation may occur and cause fire and/or equipment failure.".

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the previous reports. The complaint reopened due to additional information from the investigation. The investigation has been updated and the conclusion is more general (corrosion, not necessarily related to environment) with the addition of the following IFU statement: "keep fluids away from all electrical equipment. If fluids are spilled on or into the unit, stop operation of the video system center immediately and contact olympus."

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the front panel chassis of the housing of the device was found corroded. A worn-out video connector latch was found causing poor connection. The reported issue was confirmed and was caused due to the corroded front panel and ribbon cable. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that all the lights were flickering on a video system center. The issue occurred during a procedure. There was no patient harm or injury reported. No additional information has been obtained.